Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign material was found in the bd angiocath¿ plus IV catheter tube. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one photo and one unused actual sample was returned for investigation. Black fm was observed in the returned photo. The actual sample was subjected to visual inspection. Solid, black fm was observed in the ID of the needle cover of the returned sample. The solid, black fm was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the solid, black fm had no exact match but indicates presence of inorganic compounds. A device history record review showed no non-conformance associated with this issue during the production of this batch. Investigation conclusion: the probable root cause of the black fm could be from the manufacturing environment. Job aid for housekeeping standard in insyte assembly and packaging process had been established. In addition, machine cleaning is conducted every week during preventive maintenance.